Event description:
Litigation papers allege patient suffered acetabular cup detachment, disconnection, creation of metallic debris, and/or loosening, pain, inhibition of the ability to walk, unnecessary and additional surgery and/or other injuries presently undiagnosed. **update** (B)(6) 2012 - medical records were received. The revision operative report indicated when the head was removed off the taper of the prosthesis, some corrosive wear was found underneath the taper.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Litigation papers allege patient suffered acetabular cup detachment, disconnection, creation of metallic debris, and/or loosening, pain, inhibition of the ability to walk, unnecessary and additional surgery and/or other injuries presently undiagnosed. Doi: (B)(6) 2007 - dor: no revision reported at this time. (Unknown side). Patient is a resident of (B)(6). Update: (B)(4) 2012 - medical records were received. The revision operative report indicated when the head was removed off the taper of the prosthesis, some corrosive wear was found underneath the taper. Part/lot numbers were identified by invoice search. Dor: (B)(6) 2011 examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.